Event description:
It was reported that within one week of implant, one missing ventricular pace pulse was observed at 7:30 a.m. And at 8:30 a.m. Sensitivity was changed, with the phenomenon not occurring after this, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).